Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal resistance occurred. The 80% stenosed lesion being treated was located in the severely calcified, severely tortuous left circumflex artery. The physician deployed a 3.0x20mm promus element plus stent in the target lesion at 12atms for 20 seconds and post-dilated at 14atms for 20 seconds. Upon removal, the device stuck a little but was successfully removed by pulling hard. The stent remained well apposed. No complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).